Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates after loading a cartridge with insulin. There was no reported impact to the customer's blood glucose level. While troubleshooting with tandem technical support, the customer reloaded the cartridge and was able to see an accurate fill estimate.